Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that approximately 5 hours post operation, the pump started to alarm "rate control fault" and the rate dropped to 40bp. The pump had been in fixed rate of 80 bpm. The hospital inspected the vent filter and no debris was found. The system controller and power base unit (pbu) were exchanged with no change in the alarms. A decision was made to replace the lvad with another lvad due to fluid ingress in the pump. The pt was exchanged seven days later with another lvad, remains hospitalized and is ongoing with the manufacturer's lvad and with no further issues.

Manufacturer narrative:
The explanted device will not be returning to the manufacturer for evaluation. A review of the device history record revealed the device met all applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.